Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 375 mg/dl(system 1) and 170 mg/dl (system 2). The test results were obtained with the same vial of test strips.